Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: h3, h6: part: 03.045.005 lot: 75p8423 manufacturing site: haegendorf release to warehouse date: november 16, 2020 a manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Visual inspection: the scrdriver sft/retaining qc hex 12/ xl25 was returned and received at hagendorf. Upon visual inspection, nicks/scratches are present all over the device indicating signs of use. Furthermore, components 60217775 and 50101894 are cut in half (by investigation performed at r&d level), and component 60217774 presents material deformation at the center of each of the 6 faces of the hexagonal shape. The counterpart device (pn 03.045.006, ln 75p8426) shows the same deformation at the hex edges. In order to further investigate, request for component 60217774 destruction was made and obtained, and as required measurements were performed. After component 60217774 destruction, it was evident to see that its material has been deformed by application of strong force on counterpart 03.045.006 wrongly inserted which damaged the component. Functional test: functional tests were performed on the returned device according to inspection sheets. The following functional tests were performed: xl 25 using gauge 60236716. The device passed this test. Hex 6.05 using go/no-go gauge 60245813. The no-go side is not going, and the go side is going. The device passed the test. Min dia. 5.5/max dia. 6.2 using ping gauges. The device passed the test. Dimensional inspection: the device 03.045.005 with lot number 75p8423 is damaged by mishandling and, furthermore, it has spring component 50101894 and component 60217775 cut in half. For this reason, a dimensional inspection cannot be performed. Document/specification review: the following document(s) (current and manufactured to) were reviewed:device history record (DHR) of the article 03.045.005-us with lot number 75p8423 inspection sheets. Drawing "scr.dri. Xl25 w/quick coupl.-asm". Drawing "knob scr.driver xl25 w/q-coupling". Product quality plan (pqp). In order to perform the investigation, all the documents mentioned above, valid when the device was manufactured, have been analyzed. The manufacturing process was executed according to the analyzed documents and no anomalies were identified. Investigation conclusion: the complaint is being confirmed for the scrdriver sft/retaining qc hex 12/ xl25. The root cause for the reported issue is attributed to user error for mishandling of the device. As seen in the pictures in the report, the device (03.045.006) was twisted 60° and pushed into the hexagon of the knob 60217774 by force (evidence of improper force applied are shown on the handling extremity of the device 03.045.006). This caused material deformation of both the articles and the impossibility of their further use. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based upon these results, no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. E2.

Manufacturer narrative:
Reporter is a j&j employee. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, upon set reassembly, it was noticed that the screwdriver, with quick coupling hexagonal, would not fully mate with the retention pin. There was no known hospital or patient involvement. This report is for (1) scrdriver sft/retaining qc hex 12/ xl25. This is report 1 of 2 for (B)(4).